Event description:
Caller from inform system user facility reported a patient had several blood glucose results "in the 130s" mg/dl, had been receiving insulin based upon those results. She was subsequently found to be listless, ashen, unable to speak. She was tested again with this meter/strips, and the result was again 130s mg/dl. Staff thought the patient had suffered a stroke, so patient was taken to the medical ICU. The ICU staff tested the patient with a different meter/strips, result was 24 mg/dl. No time frame between results was given. The patient was treated with d50, felt fine in 5-10 minutes. The meter and strips passed valid control testing. A request was made for the return of the meter, strips, and controls, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.